Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the patient was in poor condition prior to implanting the impella rp and cp. The patient's right coronary artery was dissected, the patient was intubated, lost pulse, cardiopulmonary resuscitation was performed, and circulation returned. After repair of the dissection, impella support was initiated. Delivery issues were encountered at time of rp implant, however the impella rp was successfully implanted and supported the patient. The impella rp device slowly ramped up to p-9 and flows of 3.1. The motor current was stable and had stable flows. Post procedure the patient was sent to the intensive care unit in critical condition for further care. The next day post bipella implant, the medical staff noted that the patient continued to be in very poor state of health. It was also stated that the impella rp was supporting the patient and noted to be in "great" position. Second day post support, it was noted the patient eventually met her demise (prognosis was "very" poor). Use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: & rp smart assist system with automated impella controller section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.